Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that it would not power on ac or dc source. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined the cause of the issue to be shorted and burned capacitor, c4.

Event description:
After the device use on a pt, it was reported that the device would not power off. The user removed the batteries and the device would not turn on thereafter. There was no pt involvement associated with the failure.